Event description:
Report received from USA stating device did not function. The device was not used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported failure of "does not function" could not be confirmed. The device passed all tests and no failures were observed. If add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).